Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30-jan-2026, a sales representative reported via phone that (2) ar-3770sp hybrid knee fibertak® anchors and (2) ar-3740sp double loaded knotless knee fibertak® anchors backed out. This occurred during an mpfl reconstruction on 30-jan-2026 when all (4) devices backed out of the patient. The patient had very good bone quality, which was prepped using an ar-3712-29 2.9mm drill for knee fibertaks. These failures resulted in a 15-minute delay which no additional anesthesia was administered. The procedure was completed using an ar-2324kbcc biocomposite knotless swivelock® anchor, and an ar-3740sp double loaded knotless knee fibertak® anchor. There was no harm to the patient.